Event description:
It was reported that an insulin gauge displayed an amount different than expected. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge.